Manufacturer narrative:
The facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Follow up emdr pr 2578880. H3 other text : see narrative below.

Event description:
Material no.: 930400 batch no.: unknown (reported 0328213 which references to 930815) it was reported product is breaking during use. Per attached email: good morning. The product below is breaking when customer using. It has happen in two surgery centers. Lot # 0328213 at both places.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect clinical code: (B)(4) no clinical signs, symptoms or conditions imdrf annex f code health effect impact code: f27 no patient involvement or f27 imdrf annex a code medical device problem code: a0501 detachment of device or device component (B)(4).

Event description:
Material no.: 930400 batch no.: unknown (reported (B)(4) which references to (B)(4)) . It was reported product is breaking during use. Good morning. The product below is breaking when customer using. It has happen in two surgery centers. Lot # 0328213 at both places. Can you help me to notify your company and have more cases been reported? Thanks.